Manufacturer narrative:
Omit :c13 - operational problem identified. Correction: adverse type, event attributed to additional information: imdrf annex c code and manufacturer narrative. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had over infusion due to the incorrect selection of drug concentration by the clinician that resulted in the patient receiving five times the intended dose of hydromorphone on the pca module. The patient required narcan. Hydromorphone was resumed following narcan administration. This was reported to bd representative during site visit.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Investigation summary: the root cause for the reported issue that device had programming error. Customer note: it was reported that the device had over infusion due to the incorrect selection of drug concentration by the clinician that resulted in the patient receiving five times the intended dose of hydromorphone on the pca module. The patient required narcan. Hydromorphone was resumed following narcan administration. This was reported to bd representative during site visit. The reported issue that device had user programming error was confirmed, the device was not returned for evaluation and no other evidences were provided. No further investigation of this event is possible at this time, and patient harm was reported. For the failure mode: use error-concentration programming imdrf code a23, CAPA/scar: 6778271 has been opened to address the failure(s). However, the device serial was not reported to confirm that this device fall within the scope of the CAPA/scar. Complaints are monitored and trended with further investigation and/or corrective actions initiated per procedure(s). This device is intended to be used for treatment purposes per 21 cfr 820.198(d)(2). All available information has been provided to bd regarding the reported event. If additional information is received, the complaint record will be reassessed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had over infusion due to the incorrect selection of drug concentration by the clinician that resulted in the patient receiving five times the intended dose of hydromorphone on the pca module. The patient required narcan. Hydromorphone was resumed following narcan administration. This was reported to bd representative during site visit.